Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing a non-bsc wire, a 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 6 atmospheres. A 6.0mmx100mmx150cm sterling balloon catheter was then used; however, the balloon also ruptured on the first inflation. The procedure was completed with a 6mm mustang balloon catheter. No patient complications were reported.